Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with cracked case display window corner and cracked lcd window. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown. It was reported that they had blank display . It was reported that they had low battery, bad battery and motor error. It was reported that they had performed displacement test and was passed. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will be returned for analysis.